Manufacturer narrative:
The customer evaluated the au680 clinical chemistry analyzer and performed enhanced cleaning of the analyzer and the sample probe, and replaced the na electrode to resolve the issue. Customer verified analyzer resumed normal operation. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously low ion selective electrode (ise) patient results for sodium (na) on their au680 clinical chemistry analyzer. The erroneous patient results were reported out of the laboratory. Upon review, the patient samples were repeated, and patient results were later amended. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.